Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The complaint history data for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by healthcare professional who stated that the consumer experienced red eyes, irritation, foreign body sensation, eye pain in both the eyes after wearing contact lenses and was diagnosed with corneal ulcer. Follow up information indicated that the consumer, had no history of dryness and no changes in wearing habits. The consumer used lens care solution, with no indication that it was suspected to be related to the adverse event. Symptoms persisted even after discontinuing contact lens wear, and an emergency ophthalmology visit confirmed the previously diagnosed corneal ulcer. Treatment included unspecified antibiotics to be administered six times per day, in addition to unspecified creams and eye drops. The consumer was instructed to discontinue contact lens use. The current status of the consumer¿s eyes were symptoms continuing at the time of this report. Additional information has been requested but is not available at the time of this report.